Event description:
Stapler anvil once secured in intestines and stapler was placed up in rectum with spike out they fit together but would not click. Anvil wasp ushed onto spike as much as it could and orange line was gone meaning it was good to fire stapler. The stapler was fired correctly and upon removal of stapler out of anus, the anvil pulled off and got stuck inside patient's rectum. Dr reached in to remove. Anastomosis passed leak test.